Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl (200mcg/ml at 60.08mcg/day), bupivacaine (4mg/ml at 1.2016mg/day), and baclofen (80mcg/ml at 24.031mcg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the hcp did not have access to the patient's pump at the time of the report, but the patient had "fallen through the cracks" and missed their pump refill. The patient was found at an assisted living facility and would be getting the pump refilled. The low reservoir alarm date was (B)(6) 2019. The audible pump alarm was heard by the facility staff where the patient lived, but did not know if it was the non-critical or critical alarm they were hearing. The hcp did not known when the pump went empty. No symptoms were reported. There were no further complications reported at this time.